Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a 3rd party service agent that the customer's device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was determined that the customer did not properly maintain the device per the operating instructions. The charge-pak assembly was found to be the original from the date of manufacture and was 10 years old. The charge-pak assembly no longer was able to charge the internal hlc batteries.